Event description:
Guide wire IV attempted to be inserted on patient. Ultrasound used, needle made contact with vein and guide wire was inserted, attempted to advance catheter without success, IV repositioned and attempted again to insert catheter with success, attempted to retract needle without success in attempt to abort insertion. IV needle and catheter completely removed from patient un-retracted and placed in sharps container, IV therapy attempt us insertion with same difficulties, IV lot number same for both attempts lot#rebz1456.

Event description:
Guide wire IV attempted to be inserted on patient. Ultrasound used, needle made contact with vein and guide wire was inserted, attempted to advance catheter without success, IV repositioned and attempted again to insert catheter with success, attempted to retract needle without success in attempt to abort insertion. IV needle and catheter completely removed from patient un-retracted and placed in sharps container, IV therapy attempt us insertion with same difficulties, IV lot number same for both attempts lot# rebz1456.

Manufacturer narrative:
The following elements have blank data.